Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin. Although the customer experienced frequent occlusion issues, they declined further assistance, and technical support closed the case.